Manufacturer narrative:
No list # 140099290 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. Based on a review of similar complaints from this lot, the reported complaint can be confirmed, however, a probable cause cannot be identified without the physical sample returned for testing.

Event description:
The event occurred on an unknown date. The customer reported during infusion of paclitaxel, there was a leak from the filter air vent of a primary plum set. There was patient involvement, but no adverse event or delay in therapy.